Event description:
Procedure: robotic prostatectomy. According to the reporter: once the bag was removed there was an additional piece of plastic that needed to be retrieved from the patient. The piece of plastic along with the device (not the specimen bag) will be returned to quality. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than thirty minutes. A device fragment fell into the patient. The device fragment was not left in the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).